Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. In this case, the device was prepped prior to use without issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the balloon catheter encountered resistance the 90% stenosed and moderately tortuous anatomy. It is likely that with the multiple inflations the balloon became weak or damaged against the anatomy resulting in the low balloon rupture during the third inflation. The balloon was inflated twice prior to the balloon rupture without any issues noted. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and moderately tortuous lesion in the distal right coronary artery. A 2.75x20mm trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use. The bdc was being used for pre-dilatation and during advancement resistance with the anatomy was felt. Once at the lesion site, the balloon ruptured during the third inflation at 12 atmospheres. The dilatation was sufficient and the procedure was successfully completed with the deployment of an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.